Manufacturer narrative:
Preliminary risk indicates: severity: 3 (critical). There was no mistreatment or injury reported. In the worst case, if the shaft bottom breaks while the gantry position is in the 100 to 260 range (worst case 180 degrees), a patient may be injured by the panel coming down in an uncontrolled manner. The speed of the motion with be slowed by the harmonic drive however, the panel may hit the patient and may cause severe injury. Probability: d (occasionally). The defect happened a short time after the installation of an update kit. Root cause: the investigation on site revealed that the root cause is an installation error. Four screws that attach the shaft came loose as there was no loctite used as described in an update instruction that affected the shaft. No other products are concerned.

Event description:
A potential product issue has been reported with our artiste mv linear accelerator. In the abundance of caution this issue is being reported. A drive shaft from the vertical drive motor on a flat panel positioner broke causing the flat panel positioner to drop and make contact with a patient. This event occurred when the machine gantry was rotated to 180 degrees and after a portal image task was completed. The patient was checked by a physician and no injuries could be found. No information was reported that suggests that a mistreatment or serious injury has occurred.